Event description:
It was reported while using bd eclipse¿ needle 23 g x 1 in. Single use sterile the safety mechanism detached. There was no report of patient impact. The following information was provided by the initial reporter: whole entire needle guard snapped off before needle guard could close on the needle after vaccination was given.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-feb-2023. H6: investigation summary: our quality engineer inspected the 2 representative samples submitted for evaluation. The reported issue of safety shield broke off (eclipse) was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that there were no abnormalities or damages present. The samples were then subjected to activation/locking force testing and passed the activation/locking force test. Bd could not determine a manufacturing related root cause since the returned samples did not show the reported defect. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported while using bd eclipse¿ needle 23 g x 1 in. Single use sterile the safety mechanism detached. There was no report of patient impact. The following information was provided by the initial reporter: whole entire needle guard snapped off before needle guard could close on the needle after vaccination was given.